Event description:
Power PICC was placed and after x-ray confirmed placement, the nurse attempted to remove the stylet. When the stylet would not come free after several attempts, the nurse decided to try inserting a second line over the first (exchange). She cut through the catheter/stylet just below the luer hub, but was then unable to advance the tear-away sheath through the skin and into the vessel. The catheter with stylet was removed. Unfortunately, the stylet was thrown away. Catheter was forwarded to risk management for return to manufacturer.======================manufacturer response for power PICC, xcela pasv 3f 55 cm intermediate mst - 45 lido kit (per site reporter).======================no information at this time.